Manufacturer narrative:
(B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. Lens exchanged for a longer length lens and problem was resolved. Status of eye "quiet, lens well place." Cause of event was not reported.